Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
The power point presentation was held long after the date of the incident; therefore, the investigation consists of an evaluation of the physician's answers from a questionnaire. The information received states that the perforation was detected by abdominal distention and free air noted on an abdominal x-ray. The x-ray showed the catheter tip in the lower abdomen. The catheter was about 4 cm further inserted than it should have been. The catheter was removed, a drain placed in the abdomen and the presumed stomach perforation closed by itself. No surgery was needed and no long term complications was noted. The patient is now home doing well. The hospital uses the standard measuring technique for ng tubes and adjusts using the edi catheter positioning screen. The conclusion is that the positioning technique showed in the edi catheters instruction for use was correct. Therefore, the perforation was a human error and not due to an edi catheter malfunction. (B)(4).